Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer stated the battery was not previously used. Customer stated the they received no delivery alarm when rewinding the insulin pump. Customer stated the insulin squirt out during manual prime. Customer stated they are unable to exit the preparing to prime loop. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or a33 alarm noted. No rewind anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.